Event description:
When attempting to empty the bag, the rubber tubing became disconnected from the foley bag, causing urine to flow onto the floor. No harm to patient, possible harm to rn if she hadn't had ppe [personal protective equipment].